Manufacturer narrative:
Suspect device received on june 23, 2021. Device evaluation completed on july 14, 2021: the product was returned to mentor for evaluation. Mentor then conducted a visual inspection and microscopic examination of the returned device. During the visual evaluation of the sm mpp gel 250cc, a tear was observed in the anterior view measuring approximately 1.0 cm. Microscopic examination was performed on the edges of the rupture, and parallel striations were found in the whole area of the tear. Parallel striations are consistent with markings made by a sharp object perforating the implant shell. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information received with the device indicated that the event occurred intraoperative, and the right implant was defective, therefore no patient consequences or adverse event reported. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: defective device. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent an unknown breast surgery with mentor memorygel breast implant, 250cc silicone prosthesis, experienced unknown sided defective implant in unspecified operation. Mentor has not received adequate information regarding this issue. No patient consequences reported. No further information was provided regarding this case. Should more information become available, this case will be re-assessed, and notes will be updated.